Manufacturer narrative:
(B)(4). Date sent 9/15/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the doctor tried to fire the circular stapler but the firing trigger didn't respond. The issue wasn't related to the battery as the light panel was active but also the checkmark (witch indicates a successful firing) was present. Another echelon circular stapler was used to continued the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 10/3/2025 d4 batch #587d43 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with the shroud partially open from battery to indicator area and no anvil present. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. No conclusion could be reached on what caused the handle shroud to separate noted during the visual inspection. When the test battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator this defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 587d43, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished cdh29p, with lot/batch number a9815h, and no non-conformances were identified.